Event description:
The tech alleged that the side rail will not latch. No injury reported.

Manufacturer narrative:
The tech replace the side rail latch pivot bolt and roller guide to resolve the issue.